Manufacturer narrative:
The customer's reported problem was confirmed. The pump was alarming and displaying multiple error codes when a battery is inserted. Visually inspected the pump and found it had fluid ingression. The "continuous alarm" issue was caused by fluid ingression. Recommend fluid ingression mpu board, lcd board, keypad, overlay, lcd window spacer and downstream occlusion sensor to be replaced. The aforementioned components were replaced in order to resolve the reported problem.

Event description:
It was reported that the cadd-prizm® vip system displayed a continuous alarm. No serious injury was reported in connection with this incident.